Manufacturer narrative:
Product and/or additional information not arrived until now although requested several times. No information provided by the customer if there were serious injuries sustained as a result of the failure. A specific investigation could not be conducted until now. The complaint cannot be reproduced at this time.

Event description:
The lock lever fell into place while the patient (who is also the practitioner) was trying to clear a step. The locked knee did not allow him get this foot all the way over the step, he hit the step with his toes and fell. This did not completely solve the problem, the patient is now in the hospital due to a fall.